Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged respiratory tract irritation, dizziness, headache, asthma. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned.